Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient had a revision of left accolade hip due to broken stem. Doctor removed stem, head and liner.